Event description:
Caller reported a malfunction on the pump, specifically a momentary power loss to the vibrator motor, indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the caller acknowledged and understood.